Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed, and it was found that the ac icon did not light up due to a damaged power supply. The cause of the damaged power supply was unable to be determined. To correct the condition, the power supply was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power supply. No additional information is available.